Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: bending rubber was leaking; bending rubber glue was cracked; insertion tube had scratch marks between 40-50. Light guide tube was rippled/wrinkled; and light guide tube was squashed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope, had a bubble, at the beginning of the sheath, not very far from the shovel at the junction level. The issue occurred during reprocessing prior to a diagnostic procedure. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the ultrasound probe was cut. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.